Event description:
Tie down (suture button) tab broke off from trocar. The reprocessing manufacturer stryker sustainabilty solutions requested responses to the following questions.what is the device item and lot number, was there any patient harm including extended surgical time or retained fragments of the trocar, was medical or surgical intervention required, name of surgeon performing the procedure. The manufacturer was provided with responses to these and other questions that are contained in this report.